Event description:
It was reported this right ventricular (rv) lead exhibited a code 1005, indicating an open circuit condition. Subsequently, this lead was explanted and successfully replaced. No additional adverse patient effects were reported.